Event description:
It was reported that when using the bd pyxis¿ medstation¿ es not accepting the return. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was not accepting the return. A technical support specialist (tss) dialed into the station and logged in as carefusion admin to restart the services. Then opened sql server management studio (ssms) and backed up the station database. After that, the tss went to control panel, programs and features and repaired the medication application, and rebooted the station. The system functioned as intended after the technical support specialist troubleshot the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es not accepting the return. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.